Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-(B)(4) and CAPA-010215.

Manufacturer narrative:
Correction: in initial report, the manufacturer date provided was inadvertently reported as 7/31/2004, however the correct date is 09/01/2004. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Manufacturer narrative:
The system was evaluated by a field service engineer. The field service found no issues with the unit. A field service checklist was performed. The unit complied with all factory settings. A review of records related to the device including labeling, complaint trending, and risk documentation will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
Customer reported that their physician had 2 patients from surgery on (B)(6) 2019 with grade 3 diffuse lamellar keratitis (dlk) bilaterally. All patients treated with pred forte every 2 hours. No complaints of laser or lift issues during surgery. They did an intacs procedure today without issue. Customer is not aware of any changes in environment, cleaning protocol or instrumentation.